Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having serious low blood glucose levels. Customer was advised to disconnect from her quick release. Customer stated that her drive support cap was below her case. Customer was advised that her drive support cap is where it should be. Customer has treated with food and has been experiencing low blood glucose for the past couple of weeks. Customer has lows in the morning at different times. Customer has had low blood glucose in the 30's mg/dl and 29 mg/dl. Customer states that she will treat for food and her blood glucose will drop. Customer stated that she will call back when she has more time to troubleshoot.